Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member/friend regarding the patient. It was reported that the patient¿s device is shocking them all of the time. The patient does not feel the shocking sensation with when the implantable neurostimulator is off. The patient was to follow up with their healthcare provider. Indication for use includes lumbar radiculopathy and spinal pain. No further complications were anticipated at this time.